Manufacturer narrative:
Analysis conclusion: the account reported the patient underwent a pump exchange. A specific cause for the pump exchange was not provided. The account indicated that the patient was stable following a successful exchange. Despite multiple requests, no further information was provided and the vad was not returned for evaluation. The hmii IFU outlines multiple adverse events that may be associated with the use of the hmii lvas. No device related issues were reported. Should the pump be returned at a later time, this complaint may be reopened to incorporate the evaluation of the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient underwent a pump exchange for a unknown reason. The pump exchange was successful. The patient remains stable. No further information was reported.